Event description:
Venous access was gained on both sides and wires were placed in both iliac veins. Balloons were used to predilate and multiple stents were placed in both iliac veins. At some point in the deployment of the 14x80 protegestent, the tip became separated from the delivery system and remained in the patient. The doctor was able to recover the piece using a snare and complete the procedure successfully.

Manufacturer narrative:
A review of the manufacturer's records for this device did not reveal any discrepancies relevant to the reported event.